Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys cea assay (cea) on a cobas 6000 e 601 module. The initial result was 42.99 ng/ml. The repeat result was 1.39 ng/ml. The repeat result was believed to be correct. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The cea reagent lot number was 317734. The expiration date was not provided. Calibration signals were slightly higher than the mean. Qc results from the day of the event were within the acceptable range. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The sample was centrifuged for 8 minutes at 3000 rpm. The centrifugation time may be too short. No issues were identified during a review of the customer's maintenance log, alarm trace data or instrument performance test data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.